Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of hip with metal on metal surfaces. Reason for revision was high chromium levels and patient unwell.

Manufacturer narrative:
Procedure: hip revision. Revision of hip with metal on metal surfaces. Reason for revision was high chromium levels and patient unwell. All implants were removed and implants from another company were inserted. The other product was a metal inserter liner with lot number: 2582972. Patient outcome post surgery: unknown. Update 03 dec 2015. Additional information received: during revision surgery wear and black markings on the trunnion between the head and the stem were noted. The patient has undergone a washout previously; however nothing was taken out or replaced during this procedure. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.